Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: cypher, xience v (2.5x8, 3.0x12), promus 3.0x18. The xience v stents (2.5x8, 3.0x12), and the promus 3.0x18 are being filed under separate medwatch reports. The reported patient effect of death is listed in the product instructions for use as a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 2.5x8 xience v stent and a non-abbott stent were implanted in the right coronary artery (rca). Post procedure, the condition of the patient was reported as good. At a different hospital on (B)(6) 2011, a 3.0x15 xience v stent was implanted in the distal rca proximal to the non-abbott stent slightly overlapping, for treatment of a de novo lesion. During the same procedure, a 3.0x12 xience v stent was deployed in the proximal rca. Post dilatation was performed with good stent expansion and the procedure was completed successfully. On (B)(6) 2011, intravascular ultrasound (ivus) was performed, pre-dilatation was performed twice and a 3.0x18 rx promus stent was implanted in the rca for treatment of a de novo lesion. The promus stent was not overlapping the previously implanted stents. Post ivus was attempted; however, the catheter could not advance. Post-dilatation was not performed. Upon the completion of the procedure, nitroglycerin was administered. The patient developed a headache and medication was administered. Blood pressure decreased. The patient ultimately died the following day. Cause of death is unknown. Though requested, no additional information has been provided.